Manufacturer narrative:
No additional diagnostic or functional testing was performed. Multiple attempts were made to contact the customer for additional information or a resolution, but without success. Therefore, based on the information available, the complaint allegation cannot be confirmed and the cause of the reported allegation is undetermined. If additional information is later obtained, the complaint will be reassessed and updated accordingly.

Event description:
The customer reported a speaker malfunction inop error message occurred on the intellivue x3 patient monitor. It is unclear if the device was still able to emit audible sound. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
D4: serial number and UDI is not available at time of report. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).